Manufacturer narrative:
The explant date was updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported no further problems were received.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) was explanted. It was also stated that the infection not only occurred in the chest, but also spread into the patient's head so the whole system including the lead and adaptor were explanted. The wound site was cleaned using a physiological saline mix with antibiotics prior to closing it.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported there were signs of an infection at a consumer¿s implant site. The consumer was scheduled for explant surgery on (B)(6) 2016 in order to replace the device on the other side. Unknown if any factors led to the event. The issue was not resolved at the time of the report. The consumer's medical history included parkinson's disease.